Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant procedure, the lead encountered placement difficulty, and could not be fixed firmly. The rv lead was replaced with an active lead to complete the operation successfully. Patient status was well. No patient complications have been reported as a result of this event.